Event description:
It was reported that approx 9 days after a coronary drug eluting stenting treatment procedure, the pt developed a subacute thrombosis. In 2004, the physician had deployed a taxus express2 2.5 x 16 mm drug eluting stent in a 90% lesion in the lad. The lesion was not predilated. The taxus stent was not postdilated, but was described as well positioned and well apposed. The pt received plavix prior to the procedure. Integrilin was administered during the implantation. Plavix was prescribed postprocedure. No procedural complications were reported. The pt returned about two weeks with angina and was found to have a subacute thrombosis. The physician performed balloon angioplasty of the stent with a quantum maverick, size unk. There was unresolved vessel thrombus at the lesion. In the opinion of the physician, the thrombosis was not related to the taxus drug eluting stent.